Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient arrived at the emergency department with the complaint of not feeling well. It was further reported that the right ventricular (rv) lead exhibited no capture and high thresholds. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.